Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 12/5/2024, it was reported by a sales representative via email that an ar-8906ds knotless mini tightrope suture on the metatarsal side would not shorten the construct. The other limb would shorten, but one would not so the button could not reduce to the first metatarsal. The suture was pulled again and ended up snapping before reducing at all. This was discovered during a procedure on (B)(6) 2024. The case was completed by opening another ar-8906ds knotless mini tightrope. Additional information received on 12/12/2024: this was discovered during a hallux valgus correction procedure. The anchor was removed, and the case was delayed two minutes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.